Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted. Upon release the device shifted proximal. The implant does not met position, anchor, seal and size (pass) criteria, post shift the device failed on position and compression. There was no intervention planned. There were no patient complications.